Event description:
End user stated the left wheel will not lock into place. The wheel came off and the wife spilled out of the chair. The wife suffered minor injuries, a few bruises; she did not come out of the wheelchair. Did not seek medical attention.